Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73f1500229 was confirmed with samples, and during visual inspection the components looked well assembled; in good conditions, no stuck clip in jaws. Functional inspection: applier was activated and one clip was released, however clip was not loaded properly in jaws; clip is not fastened in jaws; clips do not open. Then applier was again fired and no clip was released, applier was opened and the applier has no remaining clip, however orange indicator is stuck. The manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was not confirmed, an alternate failure mode was observed during evaluation; clip not loaded properly. A definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: the clips would not load properly, cracked, and a broken clip fell into the patient's body; it was retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1500229. Investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips would not load properly, cracked, and a broken clip fell into the patient's body; it was retrieved. The patient's condition was reported as fine.